Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer provided the logs and a photo during the ventilator was not cycling when disconnected, then placed in standby mode for evaluation. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e us having alarm 305 - communication to cfb disconnected and the vent stopped ventilating while on a patient. The screen became frozen with no activity while disconnected and put on standby mode. Furthermore, the was removed from the vent and being bagged by the staff but no information for patient harm associated with the event.

Event description:
The reporter confirmed that there was no patient harm associated with this event.

Manufacturer narrative:
Device evaluation update: b5, g3, g6, h2, h6 and h10. Results of investigation: the suspect device was returned for investigation. Vyaire medical determined root cause as due to unit software problem. Investigation determined that the communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Software patch v6.0.2100.0 is in work. After a restart, alarm 305 is resolved. It has been conformed that the hl7 protocol was enabled.